Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Physical investigation of product is not anticipated. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the abbott diabetes care (adc) device. A customer reported receiving an unspecified high scan on the adc device compared to an unknown reading obtained from a competitor device. The customer experienced symptoms describe as dizziness, "furry taste", numbness in hands and feet, and a loss of consciousness. The customer had contact with a healthcare professional (hcp) who obtained a glucose result of 37 mg/dl in comparison to an adc device scan of 47 mg/dl. The customer was administered an intravenous glucose for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. In the absence of a returned sensor, an investigation has been performed. Additional product has been returned and the returned reader was investigated. At this time, the sensor that was related to the customers reported issue has not yet been returned. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history review (DHR) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. Reader nagd007-j5864 has been returned for further investigation. A thorough visual inspection revealed no apparent issues. Initially, a control solution test yielded unsatisfactory results, prompting a de-casing of the reader for a closer examination. A subsequent control solution test was conducted to determine the cause of the initial failure; however, this time the test passed, and all results fell within specifications. The failure could not be replicated, and no faults were identified with the returned reader. The reader was re-activated and upon downloading the reader interstitial fluid (isf) log, it was identified that correct sensor serial number "0fw5yn11c" was paired with reader at the time of the complaint. It was observed that during the period of the complaint was observed reader high and low glucose alarms were activated and were displayed to customer. The reader signal loss alarms has been disable. Testing was perform to ensure sound and vibration were functioning correctly by sending commands and commands passed successfully. It was identified on the reader isf log, that during the period of the complaint the sound was enable and vibration was disable on the reader. This issue will be closed due to the absence of the sensor return. If the sensor is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the abbott diabetes care (adc) device. A customer reported receiving an unspecified high scan on the adc device compared to an unknown reading obtained from a competitor device. The customer experienced symptoms describe as dizziness, "furry taste", numbness in hands and feet, and a loss of consciousness. The customer had contact with a healthcare professional (hcp) who obtained a glucose result of 37 mg/dl in comparison to an adc device scan of 47 mg/dl. The customer was administered an intravenous glucose for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. Upon extended investigation, it was determined that the serial number provided by the customer (0fg5yn11c) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the abbott diabetes care (adc) device. A customer reported receiving an unspecified high scan on the adc device compared to an unknown reading obtained from a competitor device. The customer experienced symptoms describe as dizziness, "furry taste", numbness in hands and feet, and a loss of consciousness. The customer had contact with a healthcare professional (hcp) who obtained a glucose result of 37 mg/dl in comparison to an adc device scan of 47 mg/dl. The customer was administered an intravenous glucose for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.